Manufacturer narrative:
(B)(4).

Event description:
It was reported that during monitoring pause in pacing due to possible oversensing was noted. The patient was not symptomatic. No electrical anomalies were noted. The noise was not reproducible with isometrics. Review of the episodes suggested possible myopotential oversensing. Programming changes were made. Dft and further actions will be discussed with the physician.